Manufacturer narrative:
The insulin pump was received with no unexpected failed battery test alarm. All operating currents ware within specification. Off no power alarm function properly and passed self test. Unit had cracked reservoir tube lip, battery tube threads, minor scratched display window and scratched reservoir tube window. No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a low reservoir alarms and when changing the set, the button was not responding. Customer changed the battery and received a failed battery test and the buttons were still not working. Blood glucose value is 6.8 mmol/l. Nothing further reported.